Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hxx, gxl. Initial reporter is a j&j employee. Part #: 05.000.008. Synthes lot #: 008160. Supplier lot #: 008160. Release to warehouse date:19 may 2022. Supplier : triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the repair technician reported discolored wires, rip barriers, dirty motor and device does not run in fast forward, forward and in reverse condition. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Reason for repair is damaged component. The item passed synthes final inspection on (B)(6) 2022 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item all found to have performance issues. The issue was observed during weekly audit on (B)(6) 2022. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. This report involves one hand piece for battery powered driver. This is report 2 of 5 for (B)(4).